Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, a revision surgery was performed on the (B)(6) 2021 due to wear of the liner and unknown reasons. It was communicated that the requested clinical documentation was not available for inclusion in the medical investigation. Reportedly, the surgeon did not fault the devices. S+n has not received supporting documentation to fully evaluate the root cause of the reported events. The patient impact beyond the reported liner wear could not be determined based on the limited information provided. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, a revision surgery was performed on the (B)(6) 2021 due to wear of the liner and unknown reasons, further details were not provided. The patient outcome is unknown.